Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the introducer needle fractured while in the body. Customer reported the sensor was no longer in the body. Customer stated that they had a hard time removing the needle of the sensor on his body as the tape was not sticking well leading them to remove the entire sensor. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.